Event description:
It was reported that the physician performed a left m1 mechanical thrombectomy with zoom 7x, a third-party guidewire and access catheter using dual aspiration. During removal of the zoom 7x through the rhv, the distal portion of the zoom 7x catheter became stuck and separated. The physician removed the rhv to retrieve the distal segment of the zoom 7x. No further intervention was required, as the procedure was successfully completed in a single pass. There was no patient sequelea.

Manufacturer narrative:
The distal segment of the zoom 7x catheter shaft was not returned for investigation. The zoom 7x proximal segment was returned and device investigation confirmed shaft breakage and suggested that an axial force was applied during the procedure resulting in separation of the distal segment. Kink damage was observed on the proximal end of the returned device. The manufacturing records for the zoom 71 were reviewed and demonstrated that the product met all the design and manufacturing specifications. Without return of the rhv (unknown make/model), the exact root cause for the shaft break could not be determined from the device investigation. Limited case information indicated that the zoom 7x had become stuck in the rhv during removal resulting in the catheter break.